Event description:
It was reported that the customer's insulin pump alarmed motor error during rewind, and the displacement test was not possible to run due to the alarm. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during rewind due to corroded motor home switch. The device was received with loose/flush drive support disk, cracked case at the display window corners, and scratched screen.